Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found multiple areas of stent damage. Struts in the distal region were lifted, bunched, and pulled proximally. Struts in the mid region were lifted from their original position and pulled distally, and struts in the proximal region were noted to be slighted lifted and stretched. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped, evenly folded, and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink located at 4.6cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29apr2020. It was reported that crossing difficulties were completed. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment; however, it was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.